Event description:
It was reported that both the drug and coolant ports of the ekos catheter were leaking. An ekos endovascular device, 106x12cm and an ekos endovascular device, 106x18cm were selected for use in the bilateral thrombolysis procedure to treat a pulmonary embolism. Both ekos devices were placed without issue and the patient was transferred to the intensive care unit (ICU) to continue ekos therapy. During therapy in the ICU, it was observed that both the drug and coolant ports of both ekos catheters were leaking. The leaks were unable to be attributed to either coolant or lytic. The leaking areas of the devices were sealed with plaster to allow the patient to continue to receive ekos therapy. Therapy was completed the following day, and the patient outcome was reported to be good. There were no reported patient complications.